Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause of the issue was unknown.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, version #: 1.0.2 h3) the software team investigated the reported issue and reviewed the logs. Logs did not have any application logs (stealthapplication directory) for analysis. There was insufficient information in the logs to determine the cause. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
E1: the facility was provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported that the the surgeon did not have a surgeon profile set up. Th surgeon was using another surgeon profile, and they had it set for dwell not footswitch. The surgeon has created a surgeon profile to resolve the issue.

Manufacturer narrative:
Software analysis determined that based on the information provided, software seems to be working as designed. H6: fdm 10, fdr 213, fdc 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a functional endoscopic sinus surgery (fess). It was reported that hen the surgeon stepped on the foot pedal to begin registration, it took several seconds longer than normal to hear the beep to begin the trace. Then, it didn't recognize/capture his trace pattern at all on the screen. Once, he stopped moving the registration probe, then the screen started showing points being captured but surgeon wasn't moving probe. It seemed like a delayed or phantom trace. The site couldn't get the phantom tracing to stop on the screen for several seconds so they could restart the trace. It did this entire series of events twice. Finally, they were able to get it to register correctly. Additionally, in middle of the surgery, we were working with 2 instrument trackers on the field (one on straight suction and one on curved suction) and we had to replace an instrument tracker because the straight navigated suction fell on the floor so we had to open up another navigated suction and I instrument tracker. We could not get the new straight suction with new instrument tracker to verify. The surgeon wanted to try a new instrument tracker on that new straight suction so we opened up another instrument tracker and put on the suction. This time, the emitter would not even recognize the new patient tracker at all. No movement or recognition could be seen on emitter details of the new tracker. Other instruments that were plugged in (navigated tricut blade and frontal balloon) could still be seen on emitter details along with emitter and breakout box, but not the new instrument tracker that was plugged in. It was noted they were using a flat emitter. Per the surgeon's request, he asked to get rid of the two instrument trackers on the field (the new one plugged into the new straight suction and the other original one on the curved suction) and replace both with new instrument trackers. At this point, they both worked and we verified the straight suction easily. No other issues during case after this. There was no reported delay to the procedure. There was no reported impact to the patient.